Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), h4 (device manufacturer date), h6 (device codes, type of investigation), and h10. H10: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The calcification observed, in this case, was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The subject device is not available for evaluation as it was never received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was learned that a patient with a 21mm 3000tfx aortic valve was explanted after an implant duration of six years, nine months due to severe valve degeneration, thickened leaflets, calcifications, and severe aortic stenosis. The patient presented with progressive sob, chronic diastolic heart failure. The explanted valve was replaced with a non-edwards valve. Per the medical records, the patient presented with severe valve degeneration and aortic stenosis and small aortic root. The patient underwent a redo sternotomy and redo aortic root replacement. The valve was explanted and replaced with a non-edwards valve. Tee demonstrated good aortic valve function without aortic insufficiency. The patient had complete heart block from surgery and underwent a permanent pacemaker placement. The surgical pathology report confirmed occasional calcifications present on the explanted aortic valve leaflets. On pod #9, the patient was discharged home with home health care in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of the event was likely patient related factors and the progression of the underlying valvular disease pathology. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned that a patient with a 21mm 3000tfx aortic valve was explanted after an implant duration of six years, nine months due to severe valve degeneration, and aortic stenosis. The patient is symptomatic. The explanted valve was replaced with a non-edwards valve. Per the medical records, the patient presented with severe valve degeneration and aortic stenosis, and small aortic root. The patient underwent a redo sternotomy and redo aortic root replacement. The valve was explanted and replaced with a non-edwards valve. Tee demonstrated good aortic valve function without aortic insufficiency.